Manufacturer narrative:
H3: 02: the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. The serial number of the other ventilator involved in the reported event is (B)(6). It has been reported under (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the customer would like an event trace report and the ltv 1150 ventilator evaluated. A patient has died and this unit was the back up ventilator. There is no other information given regarding the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical failure analysis laboratory received the device for evaluation. Technician visually inspected lap top ventilator unit, found normal use wear and no other anomalies. Connected ac power and set up lap top ventilator to perform a power up post test, passed at all segments. Downloaded and reviewed the events trace, found no abnormal entries indicating a failure with unit. Date of incident was reported to be on 20jun2023. The only events found in the month of june were on 16jun2023/ 29jun2023. The events log shows that the unit was powered on and immediately turned off on both occasions 16jun2023/ 29jun2023. Allowed the unit to ventilate overnight for a total of 24 hours using previous set settings. Unit ventilated normally without any alarms. Made 2 manage shows last preventative maintenance was performed on 10nov2020 for a 30k/ 6-year maintenance. Unit is overdue for preventative maintenance. Found no abnormal events- trace entries, unit operated normally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available